Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far-field oversensing and some t- wave oversensing on v channel was observed. Patient will be called in clinic for device reprogramming. Patient was stable.

Manufacturer narrative:
Occupation - device manager.

Event description:
New information received notes that the device was reprogrammed. Patient was stable.